Event description:
Reportedly, progressive dysnea and insufficiency after six months of implant until the valve was explanted. At explant, the valve was noted to have fused leaflets that caused incomplete coaptation and stenosis. No further information available.

Manufacturer narrative:
Device not returned.